Event description:
It was reported that, "dr (B)(6) was using in situ benders to bend a road. He heard a snap sound and discovered the oasys biased angle screw tulip head had broken from the rest of the screw."

Manufacturer narrative:
Additional information has been requested and if made available, will be reported as supplemental. Method, result and conclusion codes will be made available following an engineering evaluation.